Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was severely stretched and deformed; only the first three stent segments at the proximal end were intact.the stretched stent moved distally and was over the distal inner marker band. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in an unknown vessel. The lesion exhibited severe calcification and was pre-dilated prior to stent advancement. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure it was reported that resistance was encountered and the device failed to pass the lesion. Stent deformation occurred during positioning at the lesion. No excessive force was used during delivery. No patient injury reported. Patient age could not be obtained. The physician completed the procedure using a non-mdt stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. ¿please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.